Manufacturer narrative:
(B)(4). Date sent: 9/27/2021. D4: batch # 227a09. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the 2b5lt device was returned without the original packaging. Upon evaluation of the device, the sleeve was observed to be broken. The broken sleeve damage is possibly due to improper handling of the device. It should be noted as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy, the tip broke off inside the patient as the surgeon was exiting. The tip was found and removed. It is unknown how the procedure was completed and there were no patient consequences reported.